Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5241 showed seventy-one other similar product complaint(s) from this lot number.

Event description:
It was reported that the high-pressure catheter is connected to the mz connector and the infusion leaks, and then replaced by the xinhua positive pressure connector, it can be used normally without leakage.